Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-1110-02 serial #: (B)(4). Description: precision implantable pulse generator (ipg) model#: sc-2218-70 serial #: (B)(4). Description: linear st lead, 70cm the explanted leads were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's lead had contacts out and the ipg would not charge. It was noted that the patient did not receive stimulation. The patient underwent replacement procedure per physician's preference. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the physician did not suspect device malfunction. Sc-1110-02 (sn (B)(4)) device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patient's lead had contacts out and the ipg would not charge. It was noted that the patient did not receive stimulation. The patient underwent replacement procedure per physician's preference. The patient was doing well postoperatively.